Event description:
It was reported during a generator change that the right ventricular lead exhibited low trending impedance and minor abrasion. Physical manipulation of the lead created signal artifacts. The lead was capped and replaced on (B)(6) 2021 with no complications. The patient was asymptomatic and in stable condition.